Event description:
It was reported that the user performed two dinner announcements, after which blood glucose decreased to 43 mg/dl and the user ingested orange juice with recovery beginning thereafter. Investigation included complaint review and user interview. Further investigation of this case revealed user handling contributed to the event due to duplicate meal entry. The user reported clinical symptoms during the event included lethargy and shakiness associated with hypoglycemia. Outcomes included transient interference with daily activities. It was concluded that the device performed as designed and that user interaction caused the hypoglycemic episode. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.